Event description:
It was reported during a scheduled catheter exchange, it was noted under fluoroscopy, this drainage catheter had fractured and the distal portion of the catheter remained in the patient. No attempts were made to retrieve the detached catheter segment. Another drainage catheter was successfully placed for continuation of treatment. The physician feels the detached catheter segment will pass by normal peristalsis. The patient's condition is good. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number was not provided, a device history search could not be performed. The company's follow up revealed this catheter was in place for approximately 5 weeks and was being used as a feeding tube in a patient with throat cancer, which is a non indicated use of this device. User technique and/or patient anatomy may have contributed to this event, however co is unable to determine the exact cause for this event. The company's directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections."